Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: upon complaint review, it was determined that the following fields were inadvertently missed on the initial report: e1: the initial reporter facility name was inadvertently not filled out on the initial report and has been updated to reflect the correct information. E1: the initial reporter phone was was inadvertently not filled out on the initial report and has been updated to reflect the correct information. E2, e3: the initial reporter occupation as a health professional was inadvertently not filled out on the initial report and both fields have been updated accordingly to reflect the correct information. G3: the report source as health professional was inadvertently not filled out on the initial report and has been updated to reflect the correct information. Additional information: b5: subsequent follow-up with the customer, additional information was received. The customer reported that no sample could be returned as the hospital has discarded it.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during a rotator cuff repair after the 4.5 healix peek anch.w/ocord passed the sleeve sheet, the surgeon noted that the top end of the 4.5 healix peek anch.w/ocord was broken. No patient consequence, and no surgical delay was reported. As per the affiliate all the broken pieces will be returned. Additional information received by the affiliate reported it is unknown how the anchor broke during the procedure. The affiliate also reported there a surgical delay did not occur and there were no reported user or patient consequences. It was reported the procedure was completed with another readily available device by another doctor. The affiliate stated surgical intervention was not required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during the surgery of rotator cuff repair, after the device passed the sleeve sheath, the surgeon noted top end of the anchor was broken. The device was received and evaluated. It was visually inspected; the distal tip of the anchor was cracked but the held in place by the suture. The distal tip of the device with the suture seems to stick indicating tissue debris, also the suture card is still in the place. This complaint can be confirmed. The possible root cause for the issue experienced can be attributed to the insertion mode during the procedure, the use of the levering during the insertion which may be have caused the transversal break on the distal tip. Besides, the incorrect instrumentation for bone hole preparation. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device was observed totally broken at the top end of the anchor. No other anomalies were noted. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.